Event description:
The reporter performed a meter to lab test with her meter resulting in 23 mg/dl. Tests were done one after the other. She did not have any symptoms. On follow-up, reporter stated that she used test strips that had no reaction or color change. She said that she got an er2 (strip exposed) message while doing a control solution test. Lifescan rep will send her new strips. Reviewed coding, control and cleaning.